Event description:
On (B)(6) 2011, patient reported that she was hospitalized from (B)(6) 2011 for hyperglycemia. Patient had a routine doctor's appointment that morning and started to feel tightness in her chest. She checked her blood glucose and it was approximately 500 mg/dl. She delivered correction boluses, but blood glucose would not decrease. Patient would typically treat hyperglycemia with insulin injections at that point, but she felt blood glucose was too high. She was admitted to the hospital and treated with an insulin IV. Blood glucose decreased after a few hours, and the hospital tried to stop the IV but blood glucose elevated again. The IV was restarted and blood glucose decreased and stayed down. Patient was then put on an insulin pen. Target blood glucose is 120 mg/dl. Patient started her backup infusion device when she was released from the hospital and blood glucose remained "okay." Patient believes she was not getting insulin from the infusion device. She switched to a competitor's product and declined to have her infusion device replaced. Infusion device was requested for evaluation.